Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted it was immediately obvious that the mesh had pulled away from the right lateral sidewall and this had resulted in a hernia. Attempts to free the hernia sac from the mesh, however, were unsuccessful. The hernia sac was opened and there was dense adherence to small bowel to the underside of the mesh, which apparently had been bridged and simply placed in contact with the bowel. In one areas there was a clear fistula or breakdown of the bowel wall with staining of the mesh with the intestinal contents. This did not result in through and through fistulation of the mesh but was clearly attached. Attempts to take this down were unsuccessful resulting in an enterotomy, which was controlled with a clamp. The mesh was taken down circumferentially and completely excised, elevating the attached bowel with it. The place of the fistula was identified. The bowel was clamped on either side of this and divided. Mesh and fistula were completely removed from the field. It was reported that the patient experienced severe pain, nausea, vomiting, inflammation, infection, loss of appetite and extreme lack of energy. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 9/14/2020. Additional information: a1, a2, b7, d3, d4, g1, g2. Additional b5 narrative: it was reported that the patient experienced obstruction following surgery.

Manufacturer narrative:
Date sent to FDA: 9/25/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.